Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was 8.0/4.1. A repeat test on the device was reported as >8.0 inr. The dr adjusted medications based upon the lab. The device was replaced and requested to be returned for evaluation.